Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillation lead, implanted with another manufacturer's device, exhibited noise which was oversensed resulting in a five second pause in pacing. It was reported that patient is pacer dependent. The patient was seen in clinic for evaluation. Noise was unable to be recreated with isometrics. Technical services recommended attempting to recreate noise with valsalva and picking up something heavy as that is what the patient was doing at the time of the oversensing. Reprogramming sensitivity or possible lead replacement were discussed. No adverse patient effects were reported.